Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message. It is unclear whether the device was being used on or off the network. The device was not in use on a patient.